Manufacturer narrative:
The insulin pump was unable to prime unit during prime test and motor error during the basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Device was received with cracked battery tube threads. The device was received with broken belt clip slot. The device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.